Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, b6, b7, b8, d10, h6 (health effect impact codes).

Event description:
It was reported that by the customer, the cs100 intra aortic balloon pump (iabp) battery has short run time. There was no patient involvement reported.

Manufacturer narrative:
Other contact person: (B)(6). Other contact phone number: (B)(6). Updated field: b4, e1(initial reporter name, event site email), e3, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the battery needed to be replaced due to being expired . After waiting customer approval, the fse completed the repair. The unit passed all functional and safety tests as per factory specifications.

Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
The customer reported that after inspection of the cs100 intra-aortic balloon pump(iabp) discovered the issue is battery backup is not available. There was no patient harm or injury reported.